Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced under and past the lens to mid-nozzle. The lens was on top the plunger in the loading area. The trailing haptic and optic was misfolded under and broken. The optic was torn, split, and cracked from the center of the lens to the optic edge in the travel path of the plunger. Product history records were reviewed, and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger underride was observed. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the preset injector was unable to properly capture iol and passed through the iol during implantation with confirmed patient contact. The surgery was completed on same day after replacing the product with another iol. Additional information has been requested.